Manufacturer narrative:
It was reported that tape caused a skin tear on the right hand when trying to remove the tape. Due to this, "triple antibiotic ointment placed and coban wrap applied". It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
Skin tear.